Manufacturer narrative:
Investigation summary: event description: it was reported that b streptococci grow very atypically - usually without hemolysis. Complaint history review: the complaint history was reviewed for a period of 12 months, and no similar complaints were reported for the affected catalog number. A trend was not identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were analyzed in a performance test using s. Pyogenes atcc 19615, s. Pneumonia atcc 6305, e. Faecalis atcc 29212, s. Aureus atcc 25923, s. Aureus vivantes 15135, p. Aeruginosa atcc 27853, p. Mirabilis atcc 12453, p. Mirabilis wildstamm 44-03, s. Agalactiae atcc 12386 and s. Agalactiae wild27. No deviation was detected, and hemolysis was as expected for the respective strains. No return samples were provided by the customer for analysis. A picture was shared showing a plate of catalog number 257306, lot number 3304798 from a bottom view. Evaluation results and investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. All the release testing was satisfactory and additionally, the retest performed on the retain samples was fully satisfactory. Since no trend was identified and no process deviation could be detected, further actions are not indicated at this point. Based on the results of the investigation, we cannot confirm this complaint. However, bd will continue monitoring incoming complaint with similar failure mode. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd columbia cna agar with 5% sheep blood, there was irregular growth of b. Streptococci. There was no report of patient impact.